Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed at the arterial connection on a stream sterilized bloodline with arterial chamber and the dialyzer. The patient tightened the blue connection between the bloodline and arterial chamber, which stopped the blood leak. The patient continued with treatment. The patient lost about a teacup of blood. The patient stated that the estimated blood loss was about a "teacup" of blood. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. However, a retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. The reported condition was not confirmed and the root cause could not be determined. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter; therefore no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.